Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.37 mm. As result of the bending the clip test failed. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and able to retain clip through engagement but cannot stay attached to the tubing. The grips were not found to be cracked. Common causes of the failure mode bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.